Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken which resulted in a leak. This occurred while opening the twist clamp during use of the device for pd therapy. There were no cleaning solutions, solvents or disinfectants used on the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp and a damaged female connector. Leak and clamp function testing were performed and a leak through a closed twist clamp and beneath the returned mini cap was detected. The transfer set was retested with an in lab mini cap and a leak was detected indicating damage to the female connector was present. There were no external leaks observed therefore, the leak at the twist clamp was not duplicated. The cause of fluid flow with clamp closed was due to a broken occluder leg and the cause of the leak at female connector was due to a damaged female connector. The cause of the broken occluder leg could not be determined, however transfer sets exposed to chemical agents such as foreign solvents, dyes, or cleaning agents may cause damage to the transfer set materials. The cause of the damage to the female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.